Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 179 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.